Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The device speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping monitor indicating the system displayed an error for a speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported.